Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter was inserted normally. Then the intra-aortic balloon pump (iabp) alerted after 10 minutes of usage, which suggested helium leakage. The alert occurred again and again therefore the iab was successfully changed. Patient current condition reported as fine. There was no patient death, serious injury, or complication reported.

Event description:
It was reported that the intra-aortic balloon (iab) catheter was inserted normally. Then the intra-aortic balloon pump (iabp) alerted after 10 minutes of usage, which suggested helium leakage. The alert occurred again and again therefore the iab was successfully changed. Patient current condition reported as fine. There was no patient death, serious injury, or complication reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is not confirmed. The helium loss alarm could not be reproduced during the pump test. Although, the root cause of the complaint is undetermined the device passed functional testing. No further action required at this time.